Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise and oversensing. The noise was observed on the pace/sense and shock channels. Boston scientific technical services (ts) discussed finding out what the patient was doing at the time of the noise to determine if there was an electromagnetic interference (emi) source. The noise was not felt to be related to emi, but was felt to be related to a lead issue. Subsequent information was received that noise and oversensing continued to be observed and resulted in pacing inhibition for less than 2 seconds of asystole. Surgical intervention was undertaken. The lead was surgically abandoned and replaced and the device was electively explanted and replaced during the procedure. No additional adverse patient effects were reported.